Manufacturer narrative:
The reported mechanical complication was confirmed in the laboratory. Bench testing noted silicone, septum material inside the vtip set screw hex cavity that prevented the lead being secured.

Event description:
It was reported that the device was explanted and replaced due to an unknown mechanical complication. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.